Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the surgeon was inserting a cannulated screw in an ankle fracture. When he heard a pop, and under x-ray the screw had delaminated. Not sure if he hit a clamp or not. There were fragments generated. And the surgeon performed an small incision to remove the fragments. There was a surgical delay of fifteen (15) minutes. Procedure was successfully completed. Patient outcome was unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the surgeon was inserting a cannulated screw in an ankle fracture when he heard a pop and under x-ray the screw had delaminated. Not sure if he hit a clamp or not. There were fragments generated and the surgeon performed an small incision to remove the fragments. There was a surgical delay of fifteen (15) minutes. Procedure was successfully completed. Patient outcome was unknown. Concomitant device reported: screwdriver (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
This report is for an unk - screws: cannulated: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent small incision and removed of fragments, while the surgeon inserting a 4mm cannulated screw in an ankle fracture when the surgeon heard a pop and under x-ray the screw had delaminated. They are not sure if the surgeon hit a clamp or not. There were fragments generated, however, they were not removed easily. There was a surgical delay of 15 minutes. Procedure was successfully completed. Patient outcome was unknown. This complaint involves 1 device. This is report 1 of 1 for (B)(4).